Event description:
It was reported that prior during reprocessing of the bowel grasper instrument, the wire on the bowel grasper instrument was observed to be sticking out. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one drive cable was broken at the snake wrist. The broken cable segment stuck out of the snake wrist and the instrument motion was non-intuitive as a result of the broken cable. The other cables at the wrist were not damaged. 48 - engineering evaluation also found that the black tube insulation was damaged at the distal end. The insulation was gouged in various places and had a 0.111 x 0.075 piece of insulation lifted up and a missing piece that measured approximately 0.109 x 0.071 in size. The metal shaft was also exposed as a result. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, isi contacted the initial reporter concerning the reported event. The initial reporter indicated that there was no report by the surgical staff that the any piece from the reported affected instrument fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.